Event description:
It was reported that this right ventricular lead was surgically abandoned due to exhibiting high pacing thresholds, failure to capture and pacing inhibition of less than 2 seconds. Another lead was implanted instead. No further adverse patient effects were reported.